Manufacturer narrative:
On january 28, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system did not indicate evidence of a system malfunction. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. The user successfully completed the firmware upgrade. The user was advised to continue using the system as instructed and to calibrate when requested. Per data management system review, the user was actively using the system with up-to-date information at the time of case closure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported